Event description:
The device's base unit appears to have melted and burned. No operator injury was reported. Tech support requested the return of the suspect product and replacement product was shipped.